Manufacturer narrative:
It was reported that during removal of the stent, the meshes separated and had to be removed separately. It was successfully passed in the criteria of manufacturing and inspection as a result of confirmation of device history record for the relevant product. However, it is hard to exactly analyze since the product was not returned yet. Investigation will be conducted once device is returned and if there is any update we will send follow-up report accordingly.

Event description:
Stent was placed on (B)(6) 2023. Patient was called in for stent removal on (B)(6) 2023. Patient did not come for removal, as well as twice more. Patient came for stent removal on (B)(6) 2024 following multiple interventions by oa (B)(6). Meshes separated and then had to be removed separately. Dr. (B)(6) believes it was due to the fact that the stent remained in the patient's pancreatic duct for a long time before he finally presented for removal. Our assumption is that the stent had become ingrown at the end of the stent through the silicone cover, so that the stitches tore open when it was removed. Patient takes pantozol, insulin, carvedilol and losartan as medication.

Event description:
Stent was placed on (B)(6) 2023. Patient was called in for stent removal on (B)(6) 2023. Patient did not come for removal, as well as twice more. Patient came for stent removal on (B)(6) 2024 following multiple interventions by (B)(6). Meshes separated and then had to be removed separately. Dr. (B)(6) believes it was due to the fact that the stent remained in the patient's pancreatic duct for a long time before he finally presented for removal. Our assumption is that the stent had become ingrown at the end of the stent through the silicone cover, so that the stitches tore open when it was removed. Patient takes pantozol, insulin, carvedilol and losartan as medication.

Manufacturer narrative:
It was reported that during removal of the stent, the meshes separated and had to be removed separately. As a result of analysis of the returned device, only the stent was returned. The ends of the stent were fractured and the cover was covered with foreign material. The fractured wire was also returned. It was confirmed from the device history record that device had been manufactured with no significant issues and passed all the inspections successfully. Biliary structure where stent was implanted is curvy. It is possible that the stent could be pressed and stent in/over-growth could occur by state of patient's lesion. In addition, fracture can occur by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. Stent can be frequently pressured due to patient's lesion status, and fracture be possible. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. However, based on the description, "ingrown at the end of the stent through the silicone cover, so that the stitches tore open when it was removed", and the end of the stent being fractured and covered with foreign material, it is assumed in/over-growth occurred due to patient's lesion condition, peristalsis, foreign substances and other factors complexly as the stent was pressed. Then, it is considered the stent was fractured due to the in/over-growth, continuous stress on the stent from the pressure generated from the patient's lesion, excessive tensile force applied to the stent during removal, and other factors complexly. And then, it is considered the stent was completely removed. In the user manual by taewoong, it is stated that "fully covered stent may be removed within 6 months. Stent removal shall be performed by doctor according to the etiology of the benign stricture and the patient's conditions." And "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: tumor in-growth, stent fracture". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.